Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: seroma-late.

Event description:
Patient reported "pain", "fluid" and "wrinkle", "textured to smooth" and "fluid was dark red" later patient reported "I have a huge capsule with a large amount of complex fluid around the implant inside the capsule" and "breast is high up under my hard, hard and swollen". This record is for left side. The device remains implanted.

Event description:
Later, a healthcare professional reported "capsular contracture baker grade IV", "pain", "possible rupture", an MRI showed devices were intact, "flipped or misplaced implant", "20ccs of dark brown fluid surrounding implant", and "fluid surrounding the implant".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 d4 g2 h6. Additional reason for removal: capsular contracture grade IV. The reported event is a physiological complication (capsular contracture grade IV), and device analysis typically does not help allergan determine the cause.